Event description:
Baxter 0.89 mm x 45 cm guidewire with straight and "j" tip bent to almost breaking point that could form a sharp angle. Won't spring back into shape and has potential to cause damage to vessel.